Manufacturer narrative:
The device was received. Investigation is not complete. The fluid mixing between secondary and primary bags and unrestricted flow that the device is being reported for was noted during manufacturing testing; therefore, user facility event codes are not applicable in this case. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During initial testing at the manufacturing site, with the cassette door closed, fluid mixing was noted between the secondary and primary lines. Unrestricted flow was also noted from the distal end of the set when the cassette door was opened.